Event description:
Reportedly the bag on the instrument ring broke away at the same time the surgeon pushed it out of the sleeve. The pouch was retrieved from the cavity without injury to the patient.